Manufacturer narrative:
.

Event description:
It was reported the patient was unable to adjust the stimulation using the patient programmer. It was suspected the ins may be flipped. The flip was not confirmed at the time of the report. Additional information indicated the patient had no symptoms. The device was determined to be flipped. The batteries were changed out in the patient programmer which did result in a functional programmer. The patient was currently attempting to see if the therapy was effective. No testing or intervention was done.